Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of the patient later reported they encountered a por message again. The por was successfully cleared and eri was seen again. The eri message was also cleared and therapy was turned back on. Once therapy was turned back on, it was noted the patient was feeling better already. It was noted the patient would follow-up with their healthcare provider (hcp) and had scheduled an appointment. The ins was reportedly at 2.8v at the time of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy stopped due to power-on-reset (por). The patient was able to successfully clear the por message and restore therapy during the call. The caller also reported seeing an eri message the next day. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2017-03326 was already reported in this report (#3004209178-2017-16029). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they went to their hcp and they determined that the battery was getting lower which was the reason for the eri, but reported that their patient programmer was still showing por. The patient confirmed that they were not near any source of electromagnetic interference. A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient encountered a power-on-reset (por) message with code 0x0008 on a clinician programmer. The por was successfully cleared. The patient¿s non-rechargeable ins battery level was at 2.7 volts. The device also reached elective replacement indicator (eri). Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that impedance tests were completed and no problems were found with the patient's ins. The rep also reported that the patient stated they had not experienced any falls or felt any shocks or electricity when resting or with movement which could have been related to the ins. No further patient complications have been reported as a result of this event.